Manufacturer narrative:
Xc162085 stent graf implanted (B)(6) 2010: ilxc1616115 stent graft implanted (B)(6) 2010: bfxc2816135 stent graft (B)(6) 2010: exc162085 stent graft implanted (B)(6) 2010: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system including an antibacterial absorbable envelope were explanted. No further patient complications have been reported as a result of this event.